Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was lost. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device was showing message "connect to computer", then would not power on with either button press or test strip insertion. The customer was therefore unable to monitor glucose and lost consciousness. The customer was taken to hospital and treated with glucose injection and food. There was no report of death or permanent injury associated with this event.